Manufacturer narrative:
A comprehensive records re-review is in process. A request for additional information has been submitted to the trial coordinator by tmi. Upon completion of the complaint investigation, a follow-up report will be submitted.

Event description:
Additional information was provided to tutogen medical gmbh (tmi) on 10/10/2022 which indicated that two fortiva dermal grafts were implanted on an unknown date as part of the fortiva appear trial. On 05/04/2020, the patient developed an infection that was associated with the grafts and the procedure. The second fortiva dermis graft that was implanted is associated with MFR report#:3002924436-2020-00019 (serial ID 20537781 / lot pd1738001).

Manufacturer narrative:
Tmi medical (tmi) received additional information that the patient did not develop an infection on (B)(6) 2020. This was reported to them in error. Additional information received also indicated the following: the patient is a 24-year-old female who underwent bilateral breast reconstruction post mastectomy on (B)(6) 2020. Two fortiva® grafts were implanted and two 300cc silicone implants were placed. Two drains remained indwelling. One drain was removed on (B)(6) 2020. The removal date for the other drain was not provided. Antibiotics were given prophylactically. On (B)(6) 2020, the patient returned for follow-up. Upon examination, she was noted to have wound dehiscence of the left breast that measured 3 x 4mm. No signs of infection were noted. Microbiological testing was performed and showed minimal amounts of pathogenic germs present. On (B)(6) 2020, the patient underwent corrective surgery to close the wound. On (B)(6) 2020, the patient presented for follow-up with recurrent wound dehiscence in the left breast. The area measured 1.5 x 1mm. The wound was closed with sutures and the area was tested for microorganisms. Microbiological results were negative for growth. The adverse event was confirmed as resolved without residual effects on (B)(6) 2022. The investigator confirmed that the event was serious as medical/surgical intervention occurred; however, the adverse event was not related to the fortiva grafts but related to the procedure. Rti germany conducted a batch analysis review for serial ids (B)(6) (right side) and (B)(6) (left side) manufactured from lot pd17380001. Three departures from the standard operating procedures were noted during the records re-review for the lot (alerting deep freezer - no impact on affected products. Exceedance of drying temperature - no risk for the affected products. Orbital shaker cannot be used due to maintenance activities - no impact on product quality). The graft implanted on the left side was serial ID (B)(6) associated with lot pd1738001 (med watch report #: 3002924436-2020-00019). This report is for serial ID (B)(6) also associated with lot pd1738001, implanted on the right side. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Wound dehiscence events are considered serious due to hospitalization and/or medical intervention. Dehiscence is also considered to be a symptom of necrosis. The reporter considered both events as not related to the fortiva grafts but related to the surgical procedure. No possible confounding factors causing wound healing disturbances were reported for the patient. Additionally, no infection was detected concomitant to the occurrence of wound dehiscence. Necrosis can have many causes, (e.g. Injuries, surgeries, poor blood supply to the surgical site, infections and radiation therapy). No intrinsic confounding factors were reported for the patient at the time of the occurrence. However, the necrosis may have been confounded by the surgical procedure itself and the concomitantly implanted silicone implants. Per rti germany's investigation results, the patient's adverse event is most likely associated with a source or event extrinsic to the fortiva® implants.